Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had vibration, heat, and bearing damage. Therefore, the reported condition that a burr device could not be inserted was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, the bearing was worn, the device was generating heat, vibration, and had component damage. It was further determined that the device failed pretest for visual assessment, vibration, and temperature assessment. It was noted in the service order that a burr device was unable to be placed in the attachment device due to bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.